Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation summary: the exact cause of the proximal type I endoleak, leading to the aaa rupture and patient death, could not be determined from the films provided. Pre-implant films revealed that the proximal neck diameter ranged from 22 ¿ 24mm and was 26mm in length, and the neck contained thrombus without calcification. The infrarenal neck was angulated 45° a-p. Films during implant and earlier post-implant were not available for review and comparison, and films which CT identified a small proximal type I endoleak were also not available. CT¿s returned from 4+ years post-implant revealed that the aaa had ruptured. The bifurcate was positioned just below the lowest left renal artery. There was no remaining proximal seal; contrast was seen beginning at the top of the bifurcate fabric along the posterior neck from a proximal type I endoleak. The 28mm bifurcate proximal od measured approximately 27 x 29mm and was unopposed to the aortic wall which measured approximately 34mm at that same level. The infrarenal neck and aortic body were angulated approximately 55° a-p relative to the iliac limbs. No other stent graft issues were observed. It appears most likely that the proximal type I endoleak was caused by disease progression; neck dilatation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm in diameter abdominal aortic aneurysm. Vessel morphology at implant was reported as the aortic neck was 19.1 mm in diameter at the renal artery and 25.6 mm in length proximal aortic neck. It was reported that the patient presented for a follow up and the CT identified a small proximal type I endoleak. It was noted that the type ia endoleak was not flowing into the abdominal aortic aneurysm sac; however, the aneurysm had enlarged to almost 50mm (it had shrunk to as small as 36mm in the two years since implant). The patient then presented emergently again a month later and upon arrival, CT revealed that the abdominal aortic aneurysm had ruptured. The patient was briefly stabilized but then had an apparent rupture and their blood pressure declined rapidly. It was reported that the patient¿s family did not want any active treatment performed and only pain control was administered until the patient expired. The physician stated that the cause of the event was due to enlargement of the proximal neck diameter. No additional clinical sequelae were reported.